Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report # (B)(4). We received a used catheter which connected with connector and filter. The catheter is broken. Visual: the broken catheter was separated to three. In addition the catheter and inner coil was stretched. The cross section of catheter was close resembled to stretched and broken shape. Review of manufacturing records: any abnormality was not found. This complaint is not confirmed. We assume that this complaint was wrong handling. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): catheter tip was torn when it was removed from the patient.